Event description:
Additional information received indicated the patient presented in clinic for a generator upgrade procedure. The right ventricular (rv) lead displayed high capturing thresholds. The patient was asymptomatic. The rv lead was explanted and replaced successfully. The patient was stable throughout the procedure.

Event description:
Related manufacturer reference number: 2017865-2021-29458. It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) failed to sense and the right ventricular (rv) lead failed to capture. The patient reported symptoms of a minor arrhythmia and dizziness. Programming changes were made and the patient was in stable condition.